Event description:
A pump alarm was reported during usage, specifically identified as alarm 30, and did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer's blood glucose level. The customer attempted to load a new cartridge following assistance from technical support, but the cartridge alarm persisted, preventing the resumption of insulin therapy. Technical support decided to replace the pump, advised the customer to use multiple daily injections (mdi) as a backup insulin delivery method, and facilitated the return process with instructions for storage mode and a pre-paid shipping label.